Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements over the past year with measurements as high as 143 ohms. Max energy shocks were performed at the device replacement procedure, and the impedance measurement was 90 ohms with the old device. Max energy shocks were also performed while connected to the new device, and the shock impedance was in the 90-ohm range. This ICD was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements over the past year with measurements as high as 143 ohms. Max energy shocks were performed at the device replacement procedure, and the impedance measurement was 90 ohms with the old device. Max energy shocks were also performed while connected to the new device, and the shock impedance was in the 90-ohm range. This ICD was successfully explanted and replaced. No additional adverse patient effects were reported.